Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door failure. A field service engineer replaced the latch assembly to resolve the issue and confirmed no issue with the application. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe system had a door failure. The customer reported that the door was inoperable and would not open. The customer reported that the malfunction occurred when the user was removing the medication and there was a ten-minute delay for dilaudid (critical medication). There were no adverse events or injuries reported based on this incident.